Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into ECG electrode, causing a short. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the defective electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Follow-up report 7/20/2020: during servicing of the patient's electrode belt, a reportable malfunction was found. Electrode belt sn (B)(6) failed incoming functional testing. A us distributor contacted zoll to report that a patient developed itchiness from the lifevest. Patient reported that a physician recommended the patient take the lifevest off for short periods of time to help the itchiness. Follow up indicated that the itchiness improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness from the lifevest. Patient reported that a physician recommended the patient take the lifevest off for short periods of time to help the itchiness. Follow up indicated that the itchiness improved.